Event description:
It was reported that the devices were used during a left vats wedge resection. The five devices were closed and clamped on tissue, the firing handle engaged and the handle slipped and would not fire. This was on the first cycle of the first firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Instrument b: knife. Instrument d: batch # f5ua5t; knife. Eval summary: the analysis results found that the sc60 device (a) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The sc60 device (b) was received for analysis with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut, and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipment. The analysis results showed that the ec60 device (c) was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-stroke fire without any difficulties noted. The device fired, cut, and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The sc60 device was received for analysis with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut, and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipment. The analysis results found that the sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the mfg process.